Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had calibration errors and a threshold suspend alarm. Customer's blood glucose was unknown. Troubleshooting was performed and an incorrect blood glucose or delayed entry was found. Customer was experiencing intermittent calibration errors. Customer was advised to calibrate 3-4 times a day and no more than that. Customer stated that he was calibrating 4-6 times a day. Customer gave a correction on the phone and was advised not to calibrate the pump. Customer stated that there were differences between blood glucose readings and sensor glucose readings. For example, customer's blood glucose was 108 mg/dl and his sensor glucose was 98 mg/dl. Customer's blood glucose was 156 mg/dl today. Customer was advised that the threshold suspend alarm was triggered due to the senor reading incorrectly.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.